Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. The customer did not notice a trend arrow on the device. No symptoms were reported, however required unspecified treatment from the third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.